Event description:
Caller reported a cartridge alarm 20, with the cartridge depleting to zero multiple times over the past two weeks. Although the specific blood glucose value was unknown, it was displayed as "high." There was no adverse impact to the customer's blood glucose level. To address the high blood glucose, the customer administered a correction injection via multiple daily injections and did not need third-party assistance. The cartridge alarm arose from a previous cartridge and is not occurring currently. The customer is not using the pump at this time but intends to resume its use and reach out for support if the issue reoccurs.